Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units ac power reel is damaged. There was no patient involvement.

Manufacturer narrative:
Additional contact information: (name - (B)(6), email - (B)(6), occupation - biomed, contact - (B)(6)). A getinge field service engineer (fse) evaluated the unit and found damaged ac power reel. Fse replaced ac power cord reel. This corrected issue. Device passed all functional and safety tests according to factory specifications. The failure analysis and testing dept. Received the following part ac power cord reel.. Part was received with a reported failure of a damaged ac power reel. Performed a visual inspection found the part to have bent prongs on the plug. Confirmed the reported issue but no root cause identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a